Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "received allergan implants and they have since ruptured. I was advised I should be entitled to a refund on these implants. I am hoping to get revision surgery with a different surgeon that does not use allergan implants. This clinic advised me that I will need to speak to you directly to get the refund process underway. If you could please advise what details you require, could you please send them through at your earliest convenience." The device still remains implanted.

Event description:
Per ultrasound, "silicone leakage to left axilla" was reported. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, b6, d6b, g2, h6.